Event description:
The physician reported that during a follow-up of the implanted ICD system on (B)(6) 2013, noise oversensing and emi was observed. The subject lead and associated paradym dr 8550 (sn: (B)(4)) were replaced on (B)(6) 2014. The subject lead remains in-situ.

Event description:
The physician reported that during a follow-up of the implanted ICD system on (B)(6) 2013, noise oversensing and emi was observed. The subject lead and associated paradym dr 8550 (sn: (B)(4)) were replaced on (B)(6) 2014. The subject lead remains in-situ.

Manufacturer narrative:
(B)(4).